Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact on the customer's blood glucose level. Despite efforts by technical support to assist the customer in loading a new cartridge, the issue persisted, and the cartridge alarm recurred. It was decided that the pump would be replaced under warranty. The customer was informed about using multiple daily injections (mdi) as backup therapy and instructed on putting the pump into storage mode before returning it. The customer acknowledged these steps and will return the pump using a pre-paid label within 10 days.